Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l was damaged. The following information was provided by the initial reporter: patient in theatre under spinal anaesthesia which converted to ga midway through surgery due to discomfort. Consultant anaesthetist (ca), anaesthetic nurse (an) and th coordinator (thco) in theatre whilst agp being performed. Upon giving muscle relaxant via port ca felt a give but nothing said at the time. Shortly after, as intubation was taking place we noticed the IV cannula bleeding back. Thco immediately applied pressure and asked outside team to ask the other ca outside to come into theatre to obtain IV access. This was all done relatively quickly and no harm was caused to the patient. Discussed after incident what had occurred and removed IV, valve broken- one of the ca's then remembered about a patient safety alert regarding this that he had seen. This was subsequently forwarded onto thco and then forwarded onto other theatre staff to highlight.

Manufacturer narrative:
H6: investigation summary one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l was damaged. The following information was provided by the initial reporter: patient in theatre under spinal anaesthesia which converted to ga midway through surgery due to discomfort. Consultant anaesthetist (ca), anaesthetic nurse (an) and th coordinator (thco) in theatre whilst agp being performed. Upon giving muscle relaxant via port ca felt a give but nothing said at the time. Shortly after, as intubation was taking place we noticed the IV cannula bleeding back. Thco immediately applied pressure and asked outside team to ask the other ca outside to come into theatre to obtain IV access. This was all done relatively quickly and no harm was caused to the patient. Discussed after incident what had occurred and removed IV, valve broken- one of the ca's then remembered about a patient safety alert regarding this that he had seen. This was subsequently forwarded onto thco and then forwarded onto other theatre staff to highlight.